Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2014. Additional information has been requested but has not been made available as of the date of this report. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
The device is not available for analysis. No further information have been made available. This report is filed august 4, 2014.

Manufacturer narrative:
Correction: the correct date returned to manufacturer is march, 3, 2015; not february 3, 2014, as previously reported. This report is filed july 8, 2015.